Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. After the procedure, the catheter was removed from the patient¿s body and clotting was observed stuck to the tip of the catheter. The procedure was completed without patient's consequence. Additional clarification was requested on this event. The response received states that the substance on the catheter was thought to possibly be coagulum. During the initial visual inspection, the received product had reddish looking substance at the tip. However, during the detailed visual inspection, no reddish substance was observed. Then, per the event, the catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. Finally, per the reported event, an irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the thrombus/clot reported remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The product was observed to have reddish substance at the tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17621794l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. After the procedure, the catheter was removed from the patient¿s body and clotting was observed stuck to the tip of the catheter. The procedure was completed without patient's consequence. Additional clarification was requested on this event. The response received states that the substance on the catheter was thought to possibly be coagulum. The system did not present any error messages during the procedure. There were no issues related to temperature and flow on the catheter. The generator was set to power control mode. The temperature cut off value was set to 40 degrees celsius. The temperature was displayed between 30-32 degrees celsius. The impedance value was displayed between 110-120 ohms. Power was displayed between 20-35 w. Since coagulum has poor adherence to catheters and it could be a potential source of embolism, the coagulum reported has been assessed as a reportable malfunction.